Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the patient contacted animas, alleging an other (unusual) issue. The patient stated that they had a hypoglycemic event requiring outside assistance. There was no additional information at the time of this report. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.